Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix was slightly out prior to implant. The physician was unable to retract the helix fully into lead and after placement of lead, unable to fully extend helix. The lead was replaced. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.